Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Reportedly, the customer has 2 pronto devices along with direct connect pediatric and adult sensors. The customer stated that they have been tracking their pronto hgb results with lab results and on both devices our hgb results end up being more than 4 points over what lab results are. No consequences or impact to patient were reported.